Manufacturer narrative:
(B)(4). The sleeves were returned for evaluation. Macroscopic and optical examination of the tip of the reduction sleeve did not identify any breakage or cracking. Dimensional examination of the tip of the reduction sleeve found that the sleeve tips are bent outward out of print specification at the mas head retention features. Visual and optical inspection noted witness marks in the mas retention area. Functional evaluation was performed on all sleeves utilizing a sample extender and multi-axial screw (mas); the mas head was able to be manually pulled out of all three of the inner sleeves with the bone screw at maximum angulation. Surgical technique for this part is for the surgeon to remove the extender from the body and screw by rocking the extender in a medial/lateral direction and pulling upward. This can create stresses on the part that can bend the tips if performed aggressively. Witness marks on the upper walls, in conjunction with the bent tip condition of the inner sleeves suggest that aggressive release techniques may have been utilized. A review of the device history records did not identify any applicable nonconformance to specification.

Event description:
It was reported that the patient underwent a minimally invasive posterior surgical procedure. The reduction inner sleeves would not hold onto the screw head. As a result, upon reduction, the sleeves popped off the screw heads. The surgeon had to revert to a mini open procedure at two levels to seat the rod and the set screws. No additional patient complications were reported.